Event description:
It was reported that the patient had high impedance on her vns system. The device was not programmed off after the high impedance was identified. The patient used to cough when she swiped her magnet, but she had not experienced the coughing lately, most likely due to the high impedance. The device history records of the generator and lead were reviewed, and both devices performed to specification prior to distribution. The patient had full revision surgery. The explanted products have not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
During product return attempts, it was revealed that the facility, historically, does not release explanted devices without a patient's signed release. As such, return of the explanted products is not expected to date. Follow up with the physician's office revealed that the x-rays were performed and reviewed by the physician prior to the vns replacement surgery. It was stated that the high impedance was not related to a previous shoulder injury, which was unrelated to vns. The office was not aware of any observed lead fracture during replacement. The diagnostics from prior to the MRI were reported as within normal limits.